Manufacturer narrative:
The manufacturer was notified on 23-dec-2025 that the user experienced a hospitalization for diabetic ketoacidosis occurring between (B)(6) 2025 and (B)(6) 2025. The user was reported to have been ill during this period and to have discontinued pump use with caregiver involvement prior to hospitalization, reverting to multiple daily injections. Multiple attempts were made to obtain additional clinical details, including admission date, discharge date, treatment specifics, and device data; however, no further information was obtained, and the investigation is limited to the information reported.

Event description:
On 23-dec-2025, the user reported that between (B)(6) 2025 and (B)(6) 2025 they experienced hyperglycemia with diabetic ketoacidosis, with blood glucose values not reported. The user¿s insulin therapy was managed prior to hospitalization by discontinuing pump use and reverting to multiple daily injections with caregiver involvement following detection of ketones. The user was hospitalized for diabetic ketoacidosis, and details regarding treatment, admission date, discharge date, and discharge status were not provided.